Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room. Upon review, it was revealed that the patient received therapy due to normal device function. Also, the right atrial lead exhibited high out of range impedance. Patient was stable.